Manufacturer narrative:
The reported events of no lv output, no magnet response and no inductive telemetry were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies, including device output verification, magnet response test and telemetry test. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device using inductive telemetry and there was no response when magnet was placed. A loss of pacing was also observed. The device was explanted and replaced to resolve the event. The patient is stable.